Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log for the device shows the pad-pak was first successfully installed on the 8th january 2009 and performed to specification up to the 16th june 2011. The device failed multiple self-tests due to a low battery between january 2011 and september 2015. An increase in voltage in october 2015 suggests a further pad-pak was installed. Manual power ups of less than one minute duration and some with nonsensical duration data were observed in the device memory between the 6th-9th june 2016. Investigation found the fault can be attributed to membrane failure.the one minute time outs may suggest the device was switching itself on automatically and the user was intervening by turning the device off via the on/off button. The measurements taken would confirm a failing membrane. The self-test fails may be due to the pad-pak not being properly seated in the device, a partially depleted unit being installed or membrane failure resulting in a high current drain. The pad-pak was not returned for investigation. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.